Event description:
In 2007, the pt rec'd treatment for thoracoabdominal aortic aneurysm by way of a complete mesenteric debranching procedure. A zenith renu aaa graft and a gore tag thoracic endoprosthesis were implanted in the pf. Final angiogram revealed a distally type iii endoleak that would not resolve. The distal type iii endoleak was resolved by implanting a second tag device within the two implanted devices and a zenith aaa distal cuff. The pt was in stable condition. Two days later, the pt expired. The pt developed anuria, paraplegia due to spinal cord ischemia and hyperkalemia. Investigation to follow.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the devices verified that the lots met all pre-release specs. Please note add'l device implanted in the pt and involved in this event: tg3420/04939562.